Event description:
Alleged the sleeper chair was pulled out into the bed position, and a mother holding her baby in her arms sat on the foot section of the chair and the foot section collapsed. The nurse heard a call for help and found the mother on her knees and the foot rest of the chair was bent down. The facilities maintenance repaired the chair by bending the brackets that hold the footboard to the fold out mechanism. The account would not release additional info regarding the event.